Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the pt's right femoral artery. The iab was inserted under fluoroscopy and after placement it was noticed that the membrane did not inflate completely. The proximal end inflated, however, the distal end did not. The md removed the iab and sheath as one unit. A second iab was requested. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay/interruption of intra-aortic balloon pump (iabp) therapy for the timeframe required to retrieve and prep the second iab. Add'l info received on (B)(6) 2012 stated that the pump used was a datascope ((B)(4)) iabp. The pt outcome is fine.